Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, suture continues to fall off needle and is not useable there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: the doctor unfortunately did not keep the suture and needle that broke apart. I still have the internal packaging, would you like me to send just that? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.